Manufacturer narrative:
Corrections: date of this report (initial MDR) and date received by manufacturer (initial MDR): the dates for these fields were incorrectly populated as 06-nov-2016. The dates should be 05-nov-2016. Device availability - date returned to manufacturer. The pump was returned empty. A baxa repeater pump was used to refill the pump with 400ml of 0.9% saline. The pinch clamp was opened and the pump infused at all selectable flow rates. A visual observation also found that the tip of the red prime key had broken off in the patient-controlled analgesia (pca) keeping the bypass valve open. Flow accuracy testing was performed with the (select-a-flow) saf set to 7ml/hr. After 43 hours of testing, the pump yielded a flow rate of 10.09ml/hr which is above specifications with a +/- 20% tolerance. Pressure pot testing was performed on the selected-a-flow unit flow rates 1ml/hr, 2ml/hr, 4ml/hr and 7ml/hr without the filter. The saf unit was detached from the pump. The saf unit was connected to a pressure gauge. The average bladder pressure used was 8.22psi. The saf flow rate 1ml/hr yielded a flow rate of 1.02ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 2ml/hr yielded a flow rate of 2.01ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 4ml/hr yielded a flow rate of 3.95ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 7ml/hr yielded a flow rate of 7.38ml/hr which is within specifications with a +/- 20% tolerance. Destructive analysis was performed to open the pca and view the red prime key fragment under magnification. The evaluation summary concludes that fast flow was observed. During the flow accuracy testing the pump yielded a flow rate that was above specifications. This was due to the red prime key fragment keeping the bypass valve open. During pressure pot testing, all flow rates met specifications using the average bladder pressure. The root cause is associated with a broken or damaged component. The rapid prime key fragmented keeping the bypass valve open. As halyard failure analysis lab received the sample, it was discovered that it had a broken red prime key remaining in the pca. According to the product's instructions for use, "remove the ondemand* device red tab by pulling straight out (figure 5-a). It is important to remove red tab completely and ensure it does not break (figure 5-b). The ondemand* bolus device will begin to fill." "Warning: do not pull the red tab upwards as figure 6-a breakage could occur (figure 5-b). If red tab is not removed or breaks while removing, continuous delivery will occur. This delivery may be significantly greater than the total flow rate (bolus + basal)." All information reasonably known as of 29-mar-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received stated that the pump was filled in the pharmacy and the red priming key was removed there.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 7 ml/hr, procedure: finger surgery, cathplace: infraclavicular continuous block. It was reported that a pump appeared to run much faster than its setting on a patient who had finger surgery. The pump was connected around noon at the post-anesthesia care unit, and the patient was sent home the same day after the surgery. It was noted that the pump looked full at 2100, but it was empty the next morning around 5am or 6am. The bolus button was not depressed, and all lines and connections were secure. There was also no fluid noticed in the bed, and no visible cracks or leaks. All of the fluid was dispensed in about 17 hours. The patient returned to the hospital and had the nerve block and pump replaced with no further issues. There was no injury to the patient.